Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed the color bars were not correctly colored and there was no live image. The device was sent for and passed leak testing. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include a faulty cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was foggy. No case reported; therefore, there was no patient involvement. Results of investigation have concluded the camera head revealed the color bars were not correctly colored and there was no live image; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.